Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-00005. Additional concomitant medical products: unknown persona femoral, unknown person tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a left total knee arthroplasty and subsequently the patient was often aware of a clicking or grinding noise in the left tka. There is no additional information at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on MDR 3007963827-2019-00155.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on MDR 3007963827-2019-00155